Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the rear pulse wire was open inside the trunk cable. The cause of the non-functional ECG electrode is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.